Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had blurry image. The issue was found during set up for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation the r-unit is broken and therefore the image is green ". A definitive root cause could not be identified. Based on the results of the investigation, olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.